Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the bottom roll was damaged and would not couple with ratchet handle. The bottom roll was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the handle does not seem to connect to the mesher. The event occurred during surgery. There was no harm or delay and another device was available for use. Investigation found the unit failed the sample graft proper mesh. No adverse event was reported as a result of this malfunction.